Manufacturer narrative:
Citation: elderie a et al. World j pediatr congenit heart surg. 2017 may;8(3):400-403. Doi: 10.1177/2150135116634291. Epub 2016 may 6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of multiple surgeries performed as treatment for d-transposition of the great arteries (d-tga) with complex left ventricular outflow tract obstruction (lvoto), a restrictive ventricular septal defect (vsd), and a single coronary system who underwent implant of a left ventricle (lv) to descending aortic 12 mm hancock conduit at (B)(6) years of age. Serial number not provided. Four years later, the conduit calcified and became stenotic and a non-medtronic stent was placed to palliate the conduit. Subsequently, seven years after stent placement, the modified conduit became increasingly stenotic and a preoperative cardiac catheterization was performed which revealed mild to moderate mitral regurgitation. The patient underwent a procedure to create a vsd together with a hybrid approach to control the lv apical conduit. During the procedure, an aneurysm of the lv was discovered, due to the conduit¿s calcification, and was repaired. Thirteen months after the surgery, the patient¿s cardiac symptoms resolved completely. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product performed as intended. No other details were provided.